Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 535 mg/dl. The customer stated the pump alarmed no delivery when she put a new set on her body. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the insulin did exit. The customer stated that the pump did not alarm no delivery. The customer was advised that the pump was working as designed.